Manufacturer narrative:
The customer¿s report that the tubing set separated was confirmed. The primary sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the sets noted separation at the engagement between the lower fitment and tubing on all three used primary sets. Examination under magnification of the separation observed insufficient solvent at the end of the tubing. Functional testing was deemed unnecessary due to the separation. The tubing was measured using lab calipers and was found to be within measurement specification. The 14 new unopened primary sets were opened and a tug test was performed at each engagement to test for separation. 11 of the 14 sets replicated a separation at the engagement between the lower fitment and tubing. No other separations occurred throughout the sets. 4 suspect sets were not returned for investigation. The root cause of the separation was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error. A device history record could not be performed on the set with the unknown lot number due to no lot number was provided by the customer.

Event description:
It was reported that the tubing set separated in the package. There was no patient involvement.